Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu are coiled silver metallic structures.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included left lower quadrant pain, uterine fibroid, abnormal uterine bleeding, pelvic pain, ovarian cyst and pid pelvic inflammatory disease. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: left adnexal cyst with enhancing periphery likely ruptured corpus luteum cyst small amount of peritoneal fluid. Heterogeneous fibroid uterus. Status post essure procedure. 2.5 cm left renal cyst and smaller right renal cysts. Diffuse colonic diverticulosis without diverticulitis. Pathology test - on (B)(6) 2020: final diagnosis: procedure: hysterectomy. Source: cervix, uterus. Diagnosis: leiomyomata uteri, largest 0.8 cm. Inactive endometrium with pseudo-deciduauzed. Stroma. Cervix without significant diagnostic histopathologic abnormalities. Procedure· salpingectomy. Source: left fallopian tube. Diagnosis: fallopian tube without significant diagnostic histopathological abnormalities. Procedure: salpingectomy. Source: right fallopian tube. Diagnosis: fallopian tube without significant diagnostic histopathological abnormalities. Gross description: embedded within the bilateral cornu are coiled silver metallic structures. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu are coiled silver metallic structures.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included left lower quadrant pain, uterine fibroid, abnormal uterine bleeding, pelvic pain, ovarian cyst and pid pelvic inflammatory disease. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2017: left adnexal cyst with enhancing periphery likely ruptured corpus luteum cyst small amount of peritoneal fluid. Heterogeneous fibroid uterus. Status post essure procedure. 2.5 cm left renal cyst and smaller right renal cysts. Diffuse colonic diverticulosis without diverticulitis. Pathology test: on (B)(6) 2020: final diagnosis: procedure: hysterectomy. Source: cervix, uterus. Diagnosis: leiomyomata uteri, largest 0.8 cm. Inactive endometrium with pseudo-deciduauzed stroma. Cervix without significant diagnostic histopathologic abnormalities. Procedure: salpingectomy. Source: left fallopian tube. Diagnosis: fallopian tube without significant diagnostic histopathological abnormalities. Procedure: salpingectomy. Source: right fallopian tube. Diagnosis: fallopian tube without significant diagnostic histopathological abnormalities. Gross description: embedded within the bilateral cornu are coiled silver metallic structures. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.